Event description:
It was reported, the device battery reached elective replacement indicator status earlier than the calculated longevity estimate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead 2004 (B)(6). (B)(4).